Manufacturer narrative:
The manufacturer¿s international service technician could not confirm the reported blower temperature high - e/c 1122 issue. There was a loud operating sound and it was presumed that the event occurred due to resonance. The manufacturer¿s international service technician adjusted the vibration dampening ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported that while a patient was on the unit, "check vent: blower temperature high" alarm sounded. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while a patient was on the unit, "check vent: blower temperature high" alarm sounded. There was no patient harm.